Event description:
Factory analysis of the motor controller pcb board revealed a component failure which may result in a loss of the 12 volt supply. If the noted failure were to occur during operation of the device during use in normal ventilation, a vent inoperative condition could occur. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. If in use, the patient must be placed on another means of ventilatory support.